Event description:
Per information provided: on (B)(6) 2005 - patient was diagnosed with incisional hernia in the llq at previous colostomy site and midline incisional hernia thereby underwent laparoscopic repair with implant of composix e/x (device 1) and composix mesh (device 2). Per op notes, "all the omentum adherent to the abdominal was taken down. Adhesiolysis was performed. The incisional hernia in the prior colostomy site was noted in the llq was reduced. A composix e/x (device 1) was placed and tacked. Midline incisional hernia was noted and reduced. A composix mesh (device 2) was placed and tacked." On (B)(6) 2017 - patient was diagnosed with recurrent multiple incisional hernia and chronic open abdominal wall wound and mesh infection and abdominal pain thereby underwent open repair with excision of composix e/x (device 1), composix mesh (device 2) and implant of phasix st (device 3). Per op notes, "two wound openings were excised. Two areas of chronic wound infection penetrated down to the mesh (device 1 and 2). Cultures were obtained. Dense adherence between omentum and the underside of the prior meshes (device 1 and 2) were taken down. The infected old meshes (device 1 and 2) with tacks were excised entirely. The incisional hernias were noted and reduced the omentum. A phasix st (device 3) was placed and secured using sutures." On 24-jun-2017- patient had abdominal pain. On (B)(6) 2017 - patient had pain and some serosanguineous drainage from the lower aspect of incision was noted. On (B)(6) 2017 - patient had abdominal pain and shortness of breath for duration thereby underwent CT scan. On (B)(6) 2017 - patient had abdominal wall abscess was drained and wound vac was placed. Patient was restarted with bactrim.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2017) is considered to be a best estimate. This emdr represents the phasix st mesh (device 3). Additional supplemental emdrs were submitted to represent the composix e/x mesh (device 1) and composix mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.